Manufacturer narrative:
Per the care team on site, overdrainage can occur w/ traditional evd treatment as well.

Event description:
Overdrainage during treatment of traumatic iph resulted in secondary subdural hematoma. During the treatment of a traumatic iph with ventricular extension using the irraflow system, excessive fluid removal was observed, and the patient developed a secondary subdural hematoma, which was potentially caused by overdrainage of csf from the ventricles. Treatment continued as normal with the patient's neurological exam continuing to improve from the time that the bleed was first observed. At the conclusion of treatment, the patient was discharged home in a normal manner, and no additional procedures were required.

Manufacturer narrative:
Per the care team on site, overdrainage can occur w/ traditional evd treatment as well.

Event description:
Overdrainage during treatment of traumatic iph resulted in secondary subdural hematoma. During the treatment of a traumatic iph with ventricular extension using the irraflow system, excessive fluid removal was observed, and the patient developed a secondary subdural hematoma, which was potentially caused by overdrainage of csf from the ventricles. Treatment continued as normal with the patient's neurological exam continuing to improve from the time that the bleed was first observed. At the conclusion of treatment, the patient was discharged home in a normal manner, and no additional procedures were required.